Manufacturer narrative:
(B)(4): product evaluation: analysis found that for (B)(4), the insert is on short circuit between one of the wires and the tube. The risk of electrical arc is very low. The insert is not dangerous for the patient or the user. Electrical tests failed. The most probable cause of this short circuit is a defect of coating on this wire. The insulation is compromised. Analysis found that for (B)(4), there was no highlighted issue; the handle is compliant with the manufacturing specifications. Analysis found that for (B)(4), the black distal ring is distorted. This distortion interferes with the proper opening of the forceps. The distortion may be related to the use of the instrument or to its reprocessing when not disassembled. In this particular case, the electrode applies a force on the ring, which gets distorted with the heat of the autoclave. (B)(4)

Event description:
It was reported that the device is "hard to open, grip". There was no reported patient impact. Analysis found that the insulation on the bipolar insert is damaged/compromised.